Event description:
During a coronary drug eluting stenting procedure the physician encountered difficulty crossing the proximal left anterior descending lesion with a taxus express2 3.00x16mm drug eluting stent. The physician was successful in treating and crossing the target lesion with a crosssail and maverick balloon. The pt's status is reported as satisfactory/good.